Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device would not switch from monitor to defib mode. The complainant indicated that there was no pt involvement in the reported failure.